Event description:
It was reported that during a device check, the pulse generator exhibited loss of ventricular output and sensing. The ventricular channel also exhibited high impedance. The device was explanted and replaced. The patient was in good condition post procedure. Normal values were obtained through the new device.

Manufacturer narrative:
(B)(4).